Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: a 3.50 x 12mm synergy megatron stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a break 3.6 cm distal to the strain relief. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that a shaft break occurred. A hypotube break was observed on a 3.50 x 12mm synergy megatron as it was removed from the sterile device pouch during device preparation outside of the patient body. No difficulties occurred with removing the packaging. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Initial reporter phone - (B)(6).

Event description:
It was reported that a shaft break occurred. A hypotube break was observed on a 3.50 x 12mm synergy megatron as it was removed from the sterile device pouch during device preparation outside of the patient body. No difficulties occurred with removing the packaging. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.